Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an open oesophagectomy procedure. The circular stapler was being used for the og anastomosis. The device was difficult or unable to be opened. The device was ultimately able to be opened. The jaws were unable to be opened to remove from the tissue. Had to pry off using additional tool. The device was moved at the same time it was attempted to be opened. The twist knob turned two full times to allow the anvil to tilt. There was difficulty in removing the stapler from the cavity. Finally was able to be removed with the help of forceps. There was no damage to the patient. The anvil could be tilted after firing and the anvil was not bent. In order to resolve the issue and complete the case, used another oral anvil. There was no patient harm. The patient outcome is alive, no injury.